Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID and issue was not preceded by any notable events, while customer did not have backup insulin therapy available and planned to contact healthcare provider. There was no adverse impact to the customer¿s blood glucose level. Customer support arranged replacement pump shipment, confirmed warranty and address details, provided instructions for placing pump into storage mode and returning faulty pump within specified time, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.